Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During testing, it was confirmed that the unit did not have appropriate flow. Circulation pump was replaced during the pm. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device showed error or alarm for flow. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, customer stated that it just said "flow". Per sample evaluation results received on (B)(6) 2023, it was report that the root cause of the reported issue was due to a weak circulation pump. It was stated that during testing, it was confirmed that the unit did not have appropriate flow. It was stated that the mixing pump was found weak. It was noted that the mixing pump was replaced.